Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent, stent dislodgement occurred during delivery to/at lesion. The target lesion was located in the mid obtuse marginal (om) artery which exhibited mild tortuosity. The onyx frontier was inspected prior to use with no issues and negative prep was performed with no issues noted. The lesion was pre-dilated. The onyx frontier passed through a previously-deployed stent. No resistance was encountered when advancing the onyx frontier device and no excessive force was used during delivery. While trying to deliver the onyx frontier stent to the om artery, the stent got caught on another onyx frontier stent that was already placed in the lad in the same procedure. Multiple attempts were made to remove the stent, and it was ultimately retrieved using a snare. The onyx frontier stent previously implanted in the lad was not visibly damaged as a result of the dislodged onyx frontier getting caught on it but it did need to be post dilated again. There was no issues noted with the launcher catheter used in the procedure. It was also reported that one nc euphora balloon was intended to be used in the proximal left anterior descending (lad) artery. However, the nc euphora device was inspected prior to use and was found to have a deformed tip. There was no damage noted to the nc euphora packaging. There were no issues noted when removing the nc euphora d evice from the hoop/tray. It was not difficult to remove the protective sheath/stylette from the nc euphora device. The nc euphora was not used in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the onyx frontier stent previously implanted in the lad did need to be post dilated again to make sure it was secure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.